Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having problems in terms of charging. Additional information received on 07/30/2018 reported that the battery charges fast, but only holds a charge for less than 24 hours. The patient was told it would last two weeks. No symptoms or further complications were reported or anticipated.